Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display on the external pulse generator was cracked. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the display on the external pulse generator was cracked. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the liquid crystal display (lcd) was cracked, however it did verify that the liquid crystal display lens was cracked and that the lcd was missing pixels, as well as that the keyboard was damaged. (B)(4).